Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator had an erratic lower display. At this time, it is unknown if there was patient involvement. A service engineer (se) inspected the device and verified the reported condition. To address the issue, the se replaced the graphical user interface (gui) printed circuit board (pcb), upgraded the backlight inverter pcbs, and installed the latest version of the operational software. The unit passed all testing and operated within the manufacturing specifications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The graphical user interface (gui) printed circuit board (pcb) was returned to medtronic¿s product analysis laboratory. A visual inspection of the returned part found no anomalies. An investigation was performed and the reported issue was duplicated. The identified root cause of the reported issue was isolated to the video graphics array (vga) controller on the gui pcb.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The ventilator was not in use on a patient at the time the event occurred.